Event description:
The surgeon reported that the patient tibial side felt warm and swollen with white pus. The surgeon then removed the am and pl bundle calaxo screws on the tibial side and also did some debridement. "Suspected allergy reaction and that calaxo screw had resorbed. The unresorbed screw was removed."

Manufacturer narrative:
Device has not been received for evaluation. Reinforced surgical technique to customer.